Event description:
It was reported that during a shift check, a lifeband was installed onto the autopulse platform but it did not lock/latch on. Customer tried another lifeband from a different box and was able to replicate the reported problem. No patient involvement was reported and no further information was provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform/battery in complaint was returned to zoll on 06/19/2013 for investigation. Investigation results as follows: visual inspection was performed and confirmed that the load plate cover was torn. A definitive cause for this damage could not be confirmed. During visual inspection, it was also detected that the lifeband will fall off only when the device was flipped over and shaken with a lot of force. Based on this observation, the reported complaint was confirmed. A review of the archive was performed and no significant discrepancies were noted. Functional testing of the platform was performed and no issues were noted. In summary, the reported issue of the lifeband not locking firmly onto the platform was confirmed, however a definitive root cause could not be confirmed.